Event description:
It was reported that during the normal battery depletion change out of the pacemaker on this patient, this right ventricular (rv) lead exhibited high pacing threshold, oversensing, and high shock impedances out of range. The physician suspected dislodgment or connection issues. Subsequently, the connections were checked and they were working as expected. Furthermore, the rv lead was found to be dislodged and was surgically abandoned and replaced. No additional adverse patient effects were reported.